Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) /2022, the patient experienced nausea, thirst, fatigue, weakness and a fruity taste in her mouth. Even though her cgm displayed 62 mg/dl; she felt her bg was elevated and performed a bg which was 470 mg/dl. She self-treated with insulin, fluids and rest. She continued to monitor her bg using her glucometer. Once her bg was below 200 mg/dl, she felt better, was able to sleep but continued to feel tired and exhausted the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.